Manufacturer narrative:
Arjo representative visited the facility after the event to gather more details and to perform device evaluation. The plastic foot support could be removed from the footplate quite easily, as the adhesive failed to retain it in place. Based on our product knowledge and detailed evaluation of this nature of complaints, the failure is possible to occur once the wheelchair¿s footplate overlapped the base of arjo equipment or other outside impacts. Because of this, the foot support might be loosened with time and slip down from the device base. Sara 3000 device labelling (operating and product care instructions kkx81010m-en, issue 3) includes care and maintenance instructions in order to keep safe and proper working condition of the device. All the covers shall be checked (if they fit correctly and are not damaged) every week by device operator, and additionally once a year by qualified personnel. Faulty device shall be taken out of use until it is repaired. The device was 9 years old and maintained internally by the customer. In summary, based on the performed evaluation of the device, the foot support detached from the base and from that perspective, device failed to meet its specification. The involved sara 3000 active floor lift was used for a patient transfer when the event occurred and by this it was involved with the reported event. The complaint was decided to be reported to competent authorities due to serious outcome for the patient.

Event description:
Arjo was informed about an event with arjo sara 3000 active floor lift involvement. Following information provided, while the resident was transferred from the toilet to the wheelchair with assistance of two caregivers, the plastic foot support detached from the chassis and slid down. As a consequence of that, the resident twisted her ankle and sustained tibia and fibula fractures.